Manufacturer narrative:
Preliminary analysis of the available patient files recorded one month before death did not show any abnormal observation that could be linked to the patient's death. Preliminary analysis of the returned device revealed that the protective components were damaged, most probably due to the external defibrillation shocks. The observed data corruption upon re-interrogation after explantation may have resulted from the external shock delivery.

Event description:
Reportedly, the patient was implanted because of a complete heart block, without escape rhythm. During the patient last follow-up, sustained vt were documented in the patient records. The patient was on the waiting list to perform an electrophysiology study. On (B)(6) 2018, the patient reportedly collapsed as he was entering into his home. At 12:22, cardiopulmonary resuscitation was performed and emergency services arrived at 12:32. Several external defibrillation shocks were applied to the patient. The patient died at 13:02 and was transferred to a funeral home. At the time of death, pacing spikes were still observed on an external ECG. The coroner¿s office stated that no anomaly occurred during the explantation procedure. Upon interrogation, a warning stating to re-initialize the device was displayed. Patient data and diagnostic data were empty and parameters appeared to be the as-shipped parameters. It was also reported that the serial number displayed upon interrogation was different than the one printed from the previous patient files and engraved on the device. The device will be returned for analysis.

Event description:
Reportedly, the patient was implanted because of a complete heart block, without escape rhythm. During the patient last follow-up, sustained vt were documented in the patient records. The patient was on the waiting list to perform an electrophysiology study. On (B)(6) 2018, the patient reportedly collapsed as he was entering into his home. At 12:22, cardiopulmonary resuscitation was performed and emergency services arrived at 12:32. Several external defibrillation shocks were applied to the patient. The patient died at 13:02 and was transferred to a funeral home. At the time of death, pacing spikes were still observed on an external ECG. The coroner¿s office stated that no anomaly occurred during the explantation procedure. Upon interrogation, a warning stating to re-initialize the device was displayed. Patient data and diagnostic data were empty and parameters appeared to be the as-shipped parameters. It was also reported that the serial number displayed upon interrogation was different than the one printed from the previous patient files and engraved on the device. The device will be returned for analysis.

Event description:
Reportedly, the patient was implanted because of a complete heart block, without escape rhythm. During the patient last follow-up, sustained vt were documented in the patient records. The patient was on the waiting list to perform an electrophysiology study. On (B)(6) 2018, the patient reportedly collapsed as he was entering into his home. At 12:22, cardiopulmonary resuscitation was performed and emergency services arrived at 12:32. Several external defibrillation shocks were applied to the patient. The patient died at 13:02 and was transferred to a funeral home. At the time of death, pacing spikes were still observed on an external ECG. The coroner¿s office stated that no anomaly occurred during the explantation procedure. Upon interrogation, a warning stating to re-initialize the device was displayed. Patient data and diagnostic data were empty and parameters appeared to be the as-shipped parameters. It was also reported that the serial number displayed upon interrogation was different than the one printed from the previous patient files and engraved on the device. The device will be returned for analysis.